Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. No button error alarm was noted. No display anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a peeling keypad overlay. The insulin pump was received with minor scratches on the display window and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a button error and the sticker at the buttons was sliding away. The alarm occurred while the customer was in the snow. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.